Event description:
It was reported that the patient was in surgery for a generator replacement, but when the surgeon attached the new generator to the implanted leads, he got high lead impedance on diagnostics. The surgeon tried attaching the original generator and again got high lead impedance on diagnostics. The surgeon decided at that time to program the patient off and not replace the lead as this was not anticipated at that time. Programming history was reviewed and it was found that diagnostics taken as far back as (B) (6)2005 showed high lead impedance. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.